Manufacturer narrative:
Results: the returned ace60 was kinked at approximately 30.0 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a kink on the proximal catheter shaft. If the catheter is forcefully retracted from the packaging hoop at extreme angles, the catheter may become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Corrections: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: date received by manufacturer should have been 11/12/2018.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system ace 60 reperfusion catheter (ace60) was kinked approximately 30 centimeters from its proximal end upon removal from the packaging. The damaged ace60 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new penumbra system ace 68 reperfusion catheter (ace68).